Event description:
During total knee replacement, 2.5 x 8mm tibial insert trial (curved) broke on extraction with trial insert removal instrument. Pieces retrieved and placed together. It was determined that all pieces of the insert trial were retrieved and none remained in the open surgical field.